Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device misfired twice. On the first misfire the surgeon attempted to fire the instrument and it only stapled 1/4 of the way and stopped. On the second misfire the surgeon attempted to fire the instrument, it stapled but only cut a part of the way. A like device was used to complete the case. There was no reported pt consequence.